Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/21/2019. The product support engineer troubleshot this issue with the customer over the phone. The customer was provided the part number and pricing of the power management (pm) printed circuit board (pcb) was provided. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a light emitting diode (led) failure . Although requested, the information regarding the use of the ventilator on a patient at the time of the event was not provided.